Manufacturer narrative:
On (B)(4) 2016, the medical affairs director performed a clinical evaluation and commented as follows: tha dislocation 3 months after primary implantation. This is a known complication of tha, affecting 1 to 4% of primary treatments. This may be caused by soft tissue situations, traumatic events, suboptimal relative position of cup and stem, sometimes due to peculiar anatomy. No pictures of additional information is available, hence no further analysis is possible. There are no reported complaints on faulty performance of implanted devices. Batch review performed on (B)(4) 2016. Lot 135860: (B)(4) items manufactured and released on 11 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø 36/e, code 01.32.3644hct, lot. 153133 ((B)(4)) (B)(4) items manufactured and released on 08 october 2015. Expiration date: 2020-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 151164 ((B)(4)) (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(4) 2016 ceramtec (B)(4) confirmed that: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect. Not available.

Event description:
The patient dislocated her hip. The surgeon revised the head, cup and liner. The surgery was completed successfully. The explants and x-rays are not available.

Manufacturer narrative:
On 17 may 2016 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.